Event description:
Customer reported via phone call that their insulin pump is cracked. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.